Event description:
It was reported that the device experienced an electrical reset and the patient alert went off. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data, and diagnostic data is consistent with the reported event of power-on-reset for write to locked ram, and a patient alert due to the power-on-reset.